Manufacturer narrative:
Bd had not received samples but photos were received from the customer facility for evaluation. The photo did identify that the customer had experienced some sample quality issues (i.e., draw & separation) with the incident lot. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Bd notes that loss of vacuum and premature launch of the mechanical separator can in most cases be caused by the non-patient needle not penetrating the tube stopper and the mechanical separator in the center. If the needle penetrates the stopper or mechanical separator in the sidewall, this could result in premature vacuum loss or premature launch of the separator. Investigation conclusion: based on the evaluation of the photos, bd observed that the customer had experienced sample quality issues with the incident lot. Root cause description: the root cause is unknown.

Event description:
It was reported with the use of the bd p100 blood collection system for plasma protein preservation there was an issue with underfill and rbc residue above the separator.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd p100 blood collection system for plasma protein preservation there was an issue with underfill and rbc residue above the separator.